Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Data logs were reviewed and 5s parameters are consistent with a broken sensor face. Motor current remained stable throughout case. The root cause of the optical signal issue was due to a broken sensor from shockwave use. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a cp pump was used to support a patient undergoing high-risk percutaneous coronary intervention. During support, the placement signal was lost after shockwave therapy. Despite this, the pump remained operational until weaning and explantation. No patient harm was reported.